Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device history records was conducted. The report indicates that the: (B)(4), manufacturing date: 13.oct.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An product investigation summary was performed. The investigation of the complaint articles has shown that: we have forwarded the received parts to the responsible person in the sustaining engineering department for evaluation, here are the findings. The returned devices were received clean, and besides the marks of use, the screws show no visual deviations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision of distal femur malunion performed on (B)(6) 2016 (B)(6). Patient had distal femur fracture treated with va-curved condylar plate and screws on (B)(6) 2015. Male patient, (B)(6). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows.